Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h3, h6, h10. The oad and guide wire were received for analysis. The oad driveshaft was stretched and deformed, and the driveshaft was cut and the crown and distal driveshaft was not returned. When tested, the oad spun on all speeds and functioned as intended. The guide wire spring tip was fractured. No additional damaged was visually observed on the guide wire. Scanning electron microscopy analysis revealed the guidewire fractured due to excessive torsional forces. This type of torsional fracture is consistent with the spinning driveshaft making contact with the spring tip. The root cause of the guide wire fracture is considered user error from the driveshaft making contact with the spring tip. The instructions for use states, "never advance the orbiting crown to the point of contact with the guide wire spring tip. Distal spring tip detachment and embolization may result. Make sure there is a minimum of 10 cm between the guide wire spring tip and the distal end of the shaft." At the conclusion of the device analysis, the reported event of a guide wire fracture was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for the reported guide wire could not be reviewed, as the lot number was not provided. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. 3004742232-2020-00224 is related to the oad used during this procedure. Csi ID# (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) and peripheral viperwire guide wire were selected for treatment of a lesion in the proximal anterior tibial (at) artery. The lesion was long and 100% occluded. The oad became stuck and attempts were performed to loosen the oad. However, the attempts were unsuccessful. An attempt was made to remove the viperwire from the rear of the oad; however, the guide wire spring tip fractured and became stuck in the oad. The patient was transferred to surgery to remove the oad and spring tip. All portions of the oad and spring tip were removed during surgery, and as of (B)(6) 2020, the patient status post-surgery was fine.